Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on approximately (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2018. The patient¿s father stated the patient experienced discomfort and removed the sensor within forty-eight hours. The sensor insertion site on the biceps was raised. Within twenty-four hours, the site developed additional swelling and was hot to the touch. On (B)(6) 2018 the patient was taken to the doctor for the discomfort and additional effects found on the area. The patient was diagnosed with an infection and prescribed antibiotics. At the time of contact, it was indicated that the patient¿s condition was normal. No additional event or patient information is available. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you.